Manufacturer narrative:
Pump passed rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, and missing end cap sticker noted.

Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced.